Manufacturer narrative:
Literature citation: basile et al. Intramedullary fixatoin system for the treatment of hammertoe deformity. The journal of foot & ankle surgery. 2015; 54: 910-916. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by basile et al. Titled "intramedullary fixation system for the treatment of hammertoe deformity" it was reported that one patient had an early failure due to dislocation of the fixation device. The surgeon opened the wound removed the device and used a k-wire for fixation.